Event description:
Oracle ro (B)(4): failed accuracy -7.65% (during testing/no patient injury).

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4) . No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed labels were removed and sample was in good condition. During functional check, the reported problem was duplicated. Running three accuracy tests, the pump was found to be under delivering to the manufacturing specifications. Expulsor assembly was replaced.